Event description:
It was reported that the patient had dizzy spells when their healthcare provider (hcp) refilled their pump. It was also reported that there was a lot of blood and ¿floaties¿ withdrawn at the last refill.

Manufacturer narrative:
Product ID neu_unknown_cath; serial# unknown; product type catheter. (B)(4).